Event description:
New information received indicated that the patient's implantable cardioverter defibrillator (ICD) exhibited premature battery depletion.

Event description:
New information received indicated that the physician did not allege premature battery depletion on the patient's implantable cardioverter defibrillator (ICD). Device battery depleted appropriately based on programmed settings.

Event description:
It was reported that the patient presented to the hospital for a generator change. Upon interrogation, it was noted that the left ventricular (lv) lead exhibited elevated capture threshold in all vectors with a total loss of capture noted in some of the vectors. Additionally, the right atrial (ra) lead was noted to exhibit noise oversensing. Both the lv and ra leads were explanted and replaced on (B)(6) 2025. The patient was in stable condition.